Event description:
Procedure: right total elbow. All implant wrapping, sticker, and implant marking stated "humeral-standard right". Lateral humeral condyle was drilled for axle pin placement. The implant was inserted in cement mantle but small hole was on the lateral side/"lrg whole" was on medial side. It was clearly a left humeral implant. One hour surgery delay.